Manufacturer narrative:
Pump received with no act and up button response due to corroded keypadtraces. No button error alarm noted. No ramping numbers on their own or scrolling bar moving anomaly noted. Unable to verify for weak battery alarm due to no act and down button response. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 185 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.